Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012 and topical skin adhesive was used. The patient returned to the physician on (B)(6) 2012 with an ecoli infection and a dehisced wound. The patient was placed on antibiotics. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.